Manufacturer narrative:
It was reported that " the bed remote is not raising the head or foot of the bed. The bed doesnt have any functions at all. The cabling for the pendant is damaged as it got pinched in the bed frame." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that "the bed remote is not raising the head or foot of the bed. The bed doesnt have any functions at all."